Event description:
It was reported that the ptd was placed through a sheath and a few passes were performed w/ a back and forth motion. At this point, it was noticed that the basket "fell apart, and slivers of the basket lodged into the graft. The md was able to retrieve some pieces of the basket w/ a snare, but other pieces were retained in the patient. Per the operations manager, the retained pieces could not be located and there is no plan to attempt to find and/or remove them. There were no patient complications reported.